Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the humidifier holder loosened and the humidifier fell off the ventilator. There was no patient harm. (B)(4).

Manufacturer narrative:
As a precaution, the customer added zip ties to all humidifier brackets in the fleet of servo-u ventilators. On site, our field service engineer found the brackets well secured by the added zip ties. The humidifier holder has got an improved design. An additional securing screw and a locking track to the holder plate has been introduced. Our conclusion into this matter is that the humidifier holder most likely had been exposed to a mechanical force greater than it is designed to sustain.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).